Event description:
The patient reported that the device was not helping with her incontinence or urgency and she was wearing diapers. It was noted that she was feeling stimulation. She was going to the healthcare provider (hcp) once a month and he would turn it on and she could feel it working, but her symptoms were helped only a little bit. She couldn¿t go anywhere. When she was sleeping, it wouldn¿t wake her up when she had to go to the bathroom. Troubleshooting couldn¿t occur as the patient had to find the patient programmer (pp). She was going to call back. It was noted that it helps a little bit but it was hard to tell because she stopped taking the pills in september but she could not figure out how to use it. She would go to the hcp and he¿d turn it up. She would then not have to go as much during the day but at night it wouldn¿t wake her up. Additional information received from the patient reported that she found the pp. The patient was redirected to her hcp. Indication for use was urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved. Additional information from the patient reported they were wondering if there is more that can be done with the implantable neurostimulator (ins) to see if it can control her symptoms. The patient noted a return of symptoms. The patient noted she had a fall that could be related to the issue. She added she does not know if the fall affected the stimulation. The patient noted the healthcare professional wants them to have botox and she is taking myrbetriq, one pill in the morning and one pill in the afternoon. The patient noted the return of symptoms was gradual. The patient added she does not have symptom control and she is going through pads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.